Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "fluid is regurgitated back into the eye" (device operates differently than expected). The customer reported that during the vitrectomy mode, part of the fluid is regurgitated back into the eye. The customer noted this action to be much like reflux, but the button is not pressed. No pt injury was reported.